Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the unit had a scratched lcd window and cracked belt clip slot.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The caller stated that the customer's blood glucose levels were fine when he was put on an IV, but once he was put back on the insulin pump, his blood glucose levels elevated. The mother felt that the device was not delivering. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests, but the mother was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.